Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 50mg/dl. Cause was not known. Customer required assistance due to losing consciousness, and paramedics were called. Paramedics administered intravenous fluids, and customer was given carbohydrates to consume. Recommendation was made to consult with a healthcare provider regarding diabetes management.